Event description:
The customer stated that they could not hear an audible alarm for a pt. All other alarms are working and sound.

Manufacturer narrative:
Welch allyn has not been able to confirm that the device malfunctioned. Welch allyn is continuing to try and obtain related files from the customer to confirm whether the device malfunctioned, and if it did, identify the root cause. A f/u report will be submitted when the evaluation is complete.